Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no malfunctions. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the lightsource had a b30 scope communication error. The issue was found during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as " b 30 error" was caused by a failure of the connection with this device or connector contact failure. Olympus will continue to monitor field performance for this device.